Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose level was 57-70 mg/dl. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.